Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. Additional b5 narrative: it was reported that following insertion the patient experienced hernia recurrence.

Manufacturer narrative:
Date sent to FDA: (B)(6) 2020. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2019 during which the surgeon noted a significant amount of adhesions, with significant amount of involved omentum and bowel. Full lysis of adhesions was carried out. It appeared that a central portion of the previously placed mesh had dissolved and the hernia was going right up to the middle of that. The old mesh was removed with cautery and scissors. The abdominal wall was debrided. The underlying bowel and omentum were incarcerated and a partial omentectomy was performed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, lethargy and loss of appetite. No additional information is provided.